Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a in.pact av access was used to treat the left arm. 2 months later an in.pact av access balloon was used during a revascularization procedure to treat the left arm. Approximately 6 months post initial procedure and 4 months revascularization procedure the patient suffered recurrent stenosis of left av fistula, target lesion. Patient underwent revision of left cephalic and av anastomosis with recurring stenosis. Multi-balloon angioplasty was performed. This procedure was for the target lesion. Medtronic dcb was used during this procedure. Patient recovered. The investigator assessed the event as not related to the index device and possibly related to the index procedure and  paclitaxel. The sponsor assessed the event as possibly related to the index device and not related to the index procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
Additional information: the investigator assessed the event as related to the index device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.